Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2016, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: investigation investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc) perforation, thrombus, fear, depression, physical limitations. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported fear, depression, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The catalog # and lot # are unknown, but the filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2016 via the right common femoral vein due to pulmonary embolism (pe). Patient is alleging vena cava perforation. Patient further alleges fear, depression, and physical limitations/inability to walk. Report from venogram: "retrieval celect filter is in good position however a small amount of clot still present. No retrieval at this time." Report from venogram: "follow-up injection through the existing sheath and infusion catheter demonstrate a small amount of residual thrombus in the left common femoral vein and external iliac vein, treated with possis angiojet mechanical thrombolysis with good results." "Follow-up injection demonstrated regions of thrombus in the inferior vena cava slightly below the indwelling filter, as well as immediately above the filter. This was thrombolysed from the left side with the angiojet catheter, with follow-up inferior vena cavogram demonstrating only minimal residual thrombus." "Right lower extremity: on this side, the popliteal vein had been thrombosed as well as a superficial femoral vein. As a 10 cm long sheath was present within the popliteal vein, this region had not been treated. The sheath was withdrawn to the level of the actual puncture, an angiojet thrombolysis of the popliteal vein was performed with excellent results." Report from CT: "an ivc filter is in place. There hypoattenuation within the inferior vena cava, below the ivc filter, and iliac veins, in keeping with thrombus formation. Mild surrounding inflammatory stranding is noted." Report from CT: "there is an ivc filter in place, the tip at the level of l2 just below the level of the left renal vein, and the struts at the level of l3. The tip of the filter is in the anterior central aspect of the ivc. The struts penetrate the ivc along the right and left side of the ivc, without frank penetration into the aorta. Several of the struts abut the right side of the aortic wall."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, b6, and h6. Additional information: investigation investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: aorta perforation. The additional information regarding aorta perforation does not change the previous investigation results for vena cava perforation. The catalog # and lot # are unknown, but the filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Report from CT (computed tomography): "filter type: cook celect. Ivc stenosis: none. Filter position: below the level of the renal veins. Filter migration: no. Filter fracture/bending: no. Filter tilt: no. Filter penetration: yes. Other findings: yes. Impressions: the filter is not tilted but the cone of the filter is against the anterior wall of the ivc. The anterior right strut penetrates 12 mm through the ivc wall. The anterior left leg strut penetrates 17 mm through the ivc wall. The posterior right strut penetrates 23 mm through the ivc wall. The posterior left strut penetrates 22 mm through the ivc wall. The posterior arm strut penetrates 17 mm through the ivc wall. The right sided arm strut penetrates 16 mm through the ivc wall. The anterior left arm strut penetrates 15 mm through the ivc wall. It penetrates into the aorta."